Event description:
The tip of the needle broke free in the patient as it was being driven through the tissue. It is unkown if the broken piece was retrieved from the patient. A back-up needle was used to complete the repair of the tear. This surgeon is an experienced user of this device. It is believed that the suture was getting caught or restricted between the instrument jaws and the tissue. Excessive biting force seems to restrict the movement of the free suture ends through the tissue.

Manufacturer narrative:
Device is not being returned for evaluation; therefore, no determination could be made for the reported device failure.